Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the shaft and balloon and in the guide wire lumen. There was contrast on the shaft, balloon, stent implant and in the inflation lumen and in the balloon. There was tissue on and inside the stent implant. This is consistent with preparation and the device advanced into the patient anatomy. The stent implant had dislodged from the balloon and was returned, confirming the reported information. There were two struts in the first row of distal stent struts that were bent. The first and second row of the proximal stent struts were mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. A non abbott snare device was returned. There was blood and contrast visible on the snare device. The proximal end of the snare device had separated and was not returned. The distal 10 cm of the snare device was slightly wavy. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Additionally, it was reported the stent delivery system (sds) was attempted to advance through two previously implanted stents, which also likely contributed to the reported difficulties. It should be noted the xience v instructions for use states: treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the stent caught on the deployed stent, damaging the stent struts, resulting in the stent dislodging from the balloon. Additional treatment was used to snare the dislodged stent from the patient anatomy which may have further damaged the stent. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security. Analysis noted there were black pieces of an unknown substance stuck to the tissue on and in the stent implant. Chemical analysis report revealed that the black fiber like contaminant remains as unknown but shares peaks in common with a type of polyimide and teflon. Teflon is used in the manufacturing of guide wires and snare devices. All sds are inspected for stent and balloon contamination throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent. The black substance was not reported with the case information and was not noticed until return analysis of the device at abbott vascular. Teflon on the stent suggests that the sds and stent may have come in contact with a guide wire or snare device at the account. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat lesions in right coronary artery (rca) with mild calcification. Dilatation was performed in the proximal to distal rca, and two xience v stents were deployed proximal and mid, in the vessel. As the blood flow was less than expected, an attempt was made to place a 3.0 x 18 mm xience v in the distal rca; however, the stent became stuck with the previously implanted stent in the proximal rca. The stent dislodged and remained in the proximal rca. A snare device was used to successfully retrieve the dislodged stent from the patient anatomy, and another 3.0 x 18 mm xience v was deployed to complete the procedure. There were no adverse patient effects reported. No additional information was provided.